Event description:
Customer called to report that the insulin pump experienced an audio/beep anomaly. Customer stated that she cannot hear the alarms until it hits 10 units. Customer declined to troubleshoot. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.